Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with "a little over" 300 units of insulin during the load sequence. Reportedly, the customer over filled the cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.